Manufacturer narrative:
Added g1: correct manufacturing site. Added: g3/g4, h1/h2 h6: added component code.

Manufacturer narrative:
Device evaluated by MFR: code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for ruptured left common iliac artery aneurysm. The left internal iliac artery was coil-embolized, and the device was deployed to the left external iliac artery. It was reported that the external iliac artery landing zone was about 3cm. On (B)(6) 2021, next day, computed tomography image revealed a migration of the leg to proximal direction. A distal type I endoleak was also observed. On (B)(6) 2021, this patient underwent reintervention. The physician cannulated into the aneurysm from the end of the migrated leg, and coil embolized near the ruptured part. An additional stent graft was deployed to extend the device to the left external iliac artery. It was reported that the external iliac artery landing zone was about 5cm. The endoleak was resolved. The patient tolerated the procedure. The physician stated as follows; the migration might had occurred because the leg was pulled into the space inside the extremely enlarged aneurysm.